Event description:
Pt noted to have acute exsanguination secondary to rupture of venous tubing (at connector site) after the roller head and prior to oxygenator on ECMO circuitry (tubing). Pt treated acutely with increase of ventilatory support, IV epinephrine, IV fluids and blood products, and placed back on repaired ECMO circuit. Event thought to have occurred from someone standing on tubing. Pt returned to baseline vital signs.